Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that changes were found in the qrs width on the electrocardiogram monitor screen and pacing failure of the left ventricular (lv) lead was confirmed. It was noted that the diameter of the lead was unsuitable for the target vessel which resulted in the lv lead displacement. The output was increased with reprogramming and the lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.